Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient failed to recharge their ipg as instructed. As a result, the ipg became inoperable, in turn, surgical intervention took place on (B)(6) 2019 wherein the inoperable ipg was explanted and replaced.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received stated that stimulation therapy was restored post-operatively.